Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/liquid-crystal display keypad connector. Insulin pump received with normal operating current. Insulin pump passed self test. Insulin pump passed off no power test. No unexpected low battery alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons are difficult to press and were sometimes sticking. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump did not turned on with new battery. The device will not be returned for analysis.